Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As the device was not returned a product evaluation could not be carried out. Based on the information provided a relationship between the event and the device was confirmed. The root cause was traced to user variance. As stated in the IFU for this product, the pico device is not compatible with hyperbaric environments. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that all the light of a pico device turned on and the pump did not run. It is unknown when the event happened, if a patient was involved, how the procedure was completed or if there was a delay.